Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mastectomy, breast reconstruction with flap, the surgeon's clips slipped off the vessel two times during the procedure. It was also noted that not all the clips would form around the vessel. Surgeon was able to continue with the device. No patient injury.